Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 30-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the station experienced difficulty issuing a medication despite the request being approved and the item being stocked. A technical support specialist (tss) identified that the system restricted issuance due to the profiled quantity being set to one. A review of the patient profile confirmed the quantity was one, while the prescription required two. The tss contacted the pharmacy to explain the discrepancy and advised updating the profiled medication to reflect the correct quantity to resolve the issue. The system functioned as intended after the technical support specialist explained the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower had trouble in dispensing medication. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.